Event description:
It was reported that the left bundle bran (lbb) lead was attempted to be implanted, however, there was an unknown product issue that occurred. Another lead was implanted in its place. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection confirmed that there was tissue intertwined in the lead's helix.

Event description:
It was reported that the left bundle bunch (lbb) lead was attempted to be implanted, however, there was an unknown product issue that occurred. Another lead was implanted in its place. No adverse patient effects were reported. Additional information from the field that tissue was stuck in the helix after extending and retracting the lead a couple of times while implantation. The lead was returned for analysis.

Event description:
It was reported that the left bundle bunch (lbb) lead was attempted to be implanted, however, there was an unknown product issue that occurred. Another lead was implanted in its place. No adverse patient effects were reported. Additional information from the field that tissue was stuck in the helix after extending and retracting the lead a couple of times while implantation. The lead is expected to return for analysis.